Event description:
It was reported that this right ventricular (rv) lead has perforated in the rv apex which was confirmed via computed tomography scan, intravascular ultrasound and fluoroscopy. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has perforated in the rv apex which was confirmed via computed tomography scan, intravascular ultrasound and fluoroscopy. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the reliance 4-front active fix perforations for more information regarding the specific circumstances of this event.